Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt had completed treatment and upon removing the tubing set, solution was found inside the cycler. The origin of the lead could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.